Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was confirmed. As received, the battery pack was unable to charge. Upon evaluation, the nickel busbar tabs at the p1 & p2 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient was receiving battery faults.